Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that she needed to request a manufacturer¿s representative (rep) for reprogramming. The patient reported that her doctor said she needed to be adjusted by a rep because the device was not doing what it should do. The patient reported that her pain had gotten so bad. The patient reported that she had an appointment scheduled for (B)(6) 2017 and would call her doctor¿s office to have them request a rep be present. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the circumstances that led to the device not working as it should were thought to be that they were in the same spot for a couple of years. Reprogramming was done with the manufacturer representative and the issue was kind of resolved as the patient stated they were trying different settings to see if it helped. The patient noted that she had forgotten her controller so couldn t be shown how and the rep was going to help her at the next visit.